Event description:
This is the first report of two reports concerning the same patient. This report concerns the first biopatch placed on the patient. It was reported by the customer that "one month ago a pediatric patient had a skin reaction shortly after placement of the (biopatch) product." The precise date of the event was not known by the customer other than (B)(6) 2014. Additional information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.